Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap2047 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016 - it was reported by sales representative that a patient had a saline flush in the right arm. During the procedure, the patient's arm became swollen and red. The procedure was stopped as it was unknown if a drug other than saline was used. After removal of the PICC, health professional noticed a hole in the PICC. Procedure was completed with a new device. No harm to the patient reported.